Event description:
The field application specialist (fas) reported the customer received a questionable hdl cholesterol result for one patient sample. No other erroneous results were generated on this or any other sample. The initial result was 1 mg/dl and was converted by the customer's laboratory information system (lis) to <4 mg/dl and reported outside the laboratory. The physician called to question the validity of the hdl result. The customer pulled the same parent tube which was used for original testing and retested all lipid assays. The retest hdl result from the same tube was 35 mg/dl. The same tube was also tested on an integra 800 analyzer serial number 39-6005 and the result was 33 mg/dl. The repeat result was believed to be correct. The patient did not suffer any adverse event. The hdl reagent lot number was 66068701 with an expiration date of 01/31/2014. The customer declined a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. Based on the imprecision demonstrated in the provided qc data, a general instrument maintenance issue was suspected. It was also noted the customer was using sample tubes containing sodium heparin. This is not an allowed anticoagulant per product labeling.